Event description:
Pt was connected to ventilator. Nurse went in to check on pt. Pt had expired. It was noticed swivel was disconnected from tracheostomy tube. Unit did not alarm. Swivel piece connects ventilator hose to tracheostomy piece. Risk manager stated they have noticed a trend with swivel piece. When ventilator is in mode s inv, it does not alarm. When ventilator is in ac mode, it doesn't alarm. The problem lies with the design of the swivel. It seems that back pressure is produced and it causes the piece to disconnect leaving ventilated pt without an oxygen supply.